Event description:
Pt had routine pelvic study using pelvic array coil. Pt complained of his backside was getting hot. Operator noted sunburn like area on pt. No blisters or bright red areas were visible.

Manufacturer narrative:
H7. All coils that were distributed are being repaired. Problem: it was found that under certain circumstances the decoupling circuits in the pelvic array coils for 1.5t edge systems became self-canceling which could lead to excessive power dissipation. This dissipation resulted in localized heating. Solution: the design of the decoupling circuit was modified to detune the decoupling inductors so that the effect on the decouplers and the potential for localized heating was minimized. This modification is fully described in the technical report a97-060. An affm kit was assembled and a mandatory letter (#388) was issued in order to modify all 1.5t edge pelvic array coils currently in distribution. This incident can be officially closed out.